Event description:
Procedure type: roux-en-y. According to the reporter: the tube separated from the anvil and the anvil remained stuck in the esophagus. We were able to pull the anvil out because we had the safety suture on it. There was a little bleeding in the throat. They had to x-ray to make sure there was no damage to the esophagus. There was no unanticipated tissue loss. There was no unanticipated tissue damage. There was no unanticipated blood loss of more than 500cc. There was no delay in operating time of over 30 minutes.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).